Event description:
The issue reported was that the pump battery would not charge, despite using different outlets and cables. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer technical support sent a new usb cable to address the issue, but using a different charging cable did not resolve the problem initially.